Event description:
The patient was implanted with a left ventricular assist device. The manufacturer received a user facility report from the intermacs registry stating: I and d (incision and drainage) of driveline pocket. Cultures positive for staph. Patient death was also reported to the manufacturer, however, the vad coordinator indicated that the death was not device related.

Manufacturer narrative:
No further information is available at this time. The attached user facility report # (B)(4) was received from the intermacs registry. A supplemental report will be submitted when the manufacturer's investigation is completed.